Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report attachment article titled: "a novel tricuspid flow optimiser for severe tricuspid regurgitation (trifio)." B3- date of procedure was estimated as (B)(6) 2024 as the study data was from december 2024. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple interventional procedures using non-abbott heart valves. The intention of this study was to document the outcomes of the procedures using a new non-abbott heart valve in patients with severe tricuspid regurgitation. Proglide devices were used for closure. One patient experienced an unspecified proglide failure; resulting in the use of surgery and hospitalization. A death occurred; however, it was not related to the use of proglide devices. The article concluded that the non-abbott heart valve is a feasible and safe method to treat patients with severe tricuspid regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, "a novel tricuspid flow optimiser for severe tricuspid regurgitation (trifio)."

Manufacturer narrative:
The devices were not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.